Event description:
It was reported that (1) atb45 was used during a lap bowel procedure. It was reported by the rep that the ets45 stapled halfway through. The surgeon said in all the cases he uses this device and half the time stapler only staples halfway through. Opened another device to complete the case. There was no consequence to pt.